Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported high glucose results values when testing on the adc meter. On (B)(6) 2021 the customer had a loss of consciousness and was provided glucose water by emergency services and admitted to the hospital, however, no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported high glucose results values when testing on the adc meter. On october 9 the customer had a loss of consciousness and was provided glucose water by emergency services and admitted to the hospital, however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo reader were reviewed and the dhrs showed the freestyle optium neo reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.